Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the device had marks of wear near the handle and the metal on the inner as usual on these types of reusable devices. When performing the functional test, a sample suture was used, it was placed on the cutting hole; as a result, it felt a resistance when actioned the trigger and it was difficult to cut the suture. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the condition can be attributed to the constant use of the device, the continuous sterilization process and excessive abuse of the device over time which would eventually lead to inner shaft failing. As stated on IFU: end of useful instrument life is generally determined by wear or damage from handling or surgical use. The precautions for this type of device consist of to inspect the condition of the device prior to use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that during sterile processing, it was observed that the cordcutter device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the trigger on the device felt resistance; and therefore, was difficult to cut the suture when performing the functional test, a sample suture was used. There was no procedure nor patient involvement reported. No additional information was provided.